Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit the high voltage lead impedance measurement was low and had continued to decrease. The patient notifier alert showed possible output circuit damage. The device was explanted.